Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to take the pump out of storage mode. Tandem technical support walked customer through removing the pump from storage mode. As a result, the customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual injection was administered to address elevated bg. Customer continued to use the pump for insulin therapy.